Manufacturer narrative:
(B)(4). Method: the complaint pressure manifold was returned to fisher & paykel healthcare in (B)(4) for evaluation. The rest of the complaint rt330 breathing circuit was not returned. The complaint manifold was visually inspected and leak tested. Results: visual inspection revealed no visible damage to the pressure manifold. Leak testing confirmed that the pressure manifold was within specification. Conclusion: we are unable to determine what may have caused the problem reported by the customer, as no fault was found with the returned rt330 pressure manifold. All rt330 optiflow junior tubing kits including the pressure relief valve are pressure and leak tested prior to being released for distribution. The pressure and leak test is followed by a visual inspection of the devices. Any circuits or pressure relief valves that fail are rejected. The user instructions that accompany the rt330 optiflow junior tubing kit state the following: - check all connections, caps and/or plugs are tight before use. - patient monitoring is recommended. - discard product if the pressure relief valve is damaged or damage is suspected. - discard product if the blue cover on the pressure relief valve has been removed or is missing.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that there was a fault with the pressure relief valve of the rt330 optiflow junior tubing kit. It was reported that the circuit stopped delivering air to the cannula and was leaking at the back of the pressure relief valve. No patient consequence was reported.